Manufacturer narrative:
Insulin pump received with partial display/missing segments due to cracked glass. Unable to perform the displacement test and selftest due to cracked glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had missing segments/partial display. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Self test was not possible to be performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.